Event description:
Her normal bp 140/90 and her husbands in 120/80's the sl bpm results range 144/90 she stated that was her husband's results and hers wasn't in there. She said the machine just isn't reading like it's supposed to. Replacement will be sent and return label will be sent.